Event description:
Reporter stated the insertion device released the infusion set unintentionally when the lock was activated. No physiological effects were reported. The insertion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The linkassist meets the specifications. The problem mentioned by the customer could not be reproduced. The device was optically and technically controlled, and the final test was also carried out with different headsets.